Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter removed due to incontinence as it would not work. Upon removing the device, the urethra had atrophied and was not closing the urethra. A new artificial urinary sphincter was implanted. No further patient complications were reported.